Event description:
Advanced bionics received a report that the patient experienced intermittencies, no lock with the internal device, and a device failure. The patient's device was explanted. The patient was reimplanted with another cochlear device.